Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Customer stated they were able to clear and able to complete rewind the insulin pump. The customer stated that the alarm occurred shortly after inserting a new battery and experienced multiple unexpected restart, a cold reset was performed alarms after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.